Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were not working properly. They had to push down the buttons hard and move their fingers around a certain way to get them to respond. The customer¿s blood glucose level was unknown. They were advised to observe the time clock for one minute to verify if time advanced. The customer stated it did. Additionally, the customer reported that on (B)(6) 2017 they had a high blood glucose level that was over 400 mg/dl. They treated with insulin shots. They declined troubleshooting for the high blood glucose. The device will be returned for analysis.